Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that the screen of their liberty select cycler had become distorted during treatment. The right half of the screen was reportedly dimmed. The patient reseated the cycler power plug and rebooted the system, however, the screen remained distorted. The ts representative issued a replacement cycler to the patient due to the screen issue. Despite being advised to discontinue use of the cycler, the patient stated they would continue using the machine to perform their pd treatment. Upon follow up with the patient, it was confirmed that treatment was completed on the cycler. In addition, it was confirmed that there were no adverse effects experience and no medical intervention was required as a result of the reported event. The old cycler was returned to the manufacturer and the replacement machine was received by the patient. Upon physical evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.